Event description:
It was reported, the patient never had therapeutic effect. While stimulation was turned on the patient experienced pain in her right leg down to her toes. It was noted, the patient felt uncomfortable "most of the time." The patient was reprogrammed 6 months ago and still had the same issues. It was also reported, the patient had a fall but was unsure when it occurred. The patient did not see a healthcare professional (hcp) after the fall. The patient had an appointment scheduled with her doctor for (B)(6) 2012, to have 2 tests done; one test to look at her bladder and it was uncertain what the other test would entail. It was also reported, the patient had a bladder infection approximately one year ago, the exact date was unknown. The patient was hospitalized for 3 days due to the infection; the patient also experienced delirium for 3 days. The patient visited her doctor a few days ago and the patient had another infection. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID, 3093-28 lot# v224659 serial#, implanted: 2009 (B)(6), explanted: product type lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).